Manufacturer narrative:
Sections with additional information as of 18-may-2023: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: returned product was forwarded to supplier quality to contact the manufacturer. Manufacturer's investigation has been completed and root cause selected. Reported defect not reproduced. No abnormalities observed with returned samples, retention samples and batch record. Most likely underlying root cause: mlc-061: improper use/mishandled by end user.

Manufacturer narrative:
Internal report reference number: (B)(6). Lancets were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern, able to contact customer who stated they are comfortable with the replacement products.

Event description:
Consumer reported complaint for the trueplus lancets. Customer advised that some of the lancets from the box were bent when she removed the protective covering to expose the needle. Customer advised that product was sealed and intact when she received it. The customer has been using the product out of this package since (B)(6) 2022. The customer feels well and did not report any symptoms. The customer did not claim to be injured using the lancets and no medical attention associated with the use of the product was reported.